Event description:
It was reported that the patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing and it was noted that the patient was undergoing transcutaneous electrical nerve stimulation. Technical services (ts) was consulted, noted that the noise appeared to be due to a possible electrode fracture. Additionally, ts discussed a battery depletion code. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing and it was noted that the patient was undergoing transcutaneous electrical nerve stimulation. Technical services (ts) was consulted, noted that the noise appeared to be due to a possible electrode fracture. Additionally, ts discussed a battery depletion code. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, there were two different sources of noise on this s-ICD, one from tens and another that appeared to be an anomaly with the electrode, possible fracture of this electrode is suspected. This device therapy was programmed off. This s-ICD remains in service. No adverse patient effects were reported. At this time no further follow up has been performed by the clinic.